Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters. Reportedly the pump battery fully depleted and subsequently the pump shut off. The customer¿s blood glucose was 273 (mg/dl). During troubleshooting with tandem technical support, the customer was instructed to plug the pump into a power source for at least 30 minutes. Customer acknowledged and reported that the pump had powered on and the power source alert had not reoccurred after charging the pump.